Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Review of manufacturing records has been requested.

Event description:
Pt was involved in a motorcycle accident and experienced grade iii open comminuted distal femur fracture, damage to the medial and lateral collateral ligaments, fractures to the right midfoot bones and extensive road burns over majority of left side fo body. Pt was implanted with a distal femoral nail, locking bolts and lag screws. Seven years post implant, pt complained of pain and discomfort in his right leg with instability of the right knee. X-rays taken showed the 'rod' had broken. Surgeon noted minimal progression of healing. Fluoro showed proximal locking screw also broken. Broken hardware was removed and six months, later pt underwent total knee replacement. This report is #1 of 2 for the same incident.